Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h6: health effect - impact code: 4625 incision enlarged, 4625 sutures, 4625 unplanned vitrectomy. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was fully inserted and a scratch/dent was noted. The lens was removed during the same procedure. Through follow up, it was learned that an unplanned incision enlargement, unplanned sutures, and unplanned vitrectomy were required when removing the lens. The patient ended up getting a non-johnson & johnson lens, ma60ac +19.0 lens. The replacement lens was successfully implanted. There was no patient injury. The lens is not available for evaluation as it was discarded. The patient is doing well post-operatively (op). No other information was provided.